Manufacturer narrative:
Based on the claim against the product by the customer noting image orientation issue, an investigation was completed to determine the cause of this reported event. Per customer follow up, it was confirmed that the issue was resolved when the customer pressed the instrument clutch button to cancel the guide tool change as advised by the tse. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the endoscope would not be returned. Although the complaint was not confirmed by failure analysis since the endoscope was not returned, the information gathered indicates that the device did contribute to the customer reported issue. The probable root cause of inverted image cannot be determined based on the information provided. Since the endoscope was not returned and the log review showed no related errors, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, when the 0-degree endoscope was installed on the universal surgical manipulator (usm) 2 the image flipped. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical service engineer (tse). The tse reviewed the logs and found no related errors and explained to the customer that the probable cause of the reported error could be the guide tool function. The customer was advised to press the instrument clutch button to cancel the guide tool change. The customer called back and stated this issue persisted after pressing the instrument clutch button. The tse explained it might have been caused by the endoscope or sterile adapter. The tse advised the customer to reseat both items. The customer called again and stated this issue still persists after both items were reseated. The surgeon decided to continue the procedure. Tse advised the customer to check the endoscope by installing it on another usm after the procedure. The procedure was completing as planned with no reported injury. Isi contacted the clinical engineer who was present during the event and obtained the following information: when the endoscope was installed on usm2, the image was inverted. The endoscope did not move freely with uncontrolled motion and did not involve a reversed control on system arms. The issue was resolved when the customer pressed the instrument clutch button to cancel the guide tool change. The endoscope adapter/base was not engaged/in-synch/attached and the endoscope was not manually rotated 180 degrees prior to the event. The same endoscope was used to complete the procedure. There was no patient injury, and the endoscope would not be returned.